Manufacturer narrative:
Initial.

Event description:
It was reported that the user and caregiver were navigating the cgm alerts menu on the ilet pump while believing they were viewing glucose notifications, and assistance was provided to return to the home screen; the reported blood glucose was 303 mg/dl after a recent meal with a dinner announcement, the infusion site was reported intact without leaks, device data were not synced, and the issue was characterized as hyperglycemia with insufficient information regarding a device malfunction or specific component involvement. Symptoms included hyperglycemia without associated signs or reported complaints. Outcomes included no health consequences or impact. Investigation included user communication and interviews as well as analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to determine a specific medical device problem or implicate a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.